Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported that there was an issue with fm921t - cranioplate 1.5 scr.mag.cross l:4mm. According to the complaint description, the screw was broken. During the operation, no obvious abnormality was found when the nurse unpacked the complete skull connecting piece and screw. The surgeon placed the connecting piece on the skull according to the normal operation process, and then screw it in with screws. In the process of screwing in, the screw was broken, and the screwed in part could not be removed and sank into the skull. The surgeon immediately checked the patient's head condition and confirmed that the broken screw did not fall into the patient's head after careful investigation. There was significant surgery delay. Additional information was not provided. Additional patient information is not available. The malfunction is filed under aag reference (B)(4).

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. Therefore, a thorough investigation is not possible. Batch history review: the device quality and manufacturing history records have been checked for the available lot number and were found to be according to our specifications valid at the time of production. Review of the complaint history revealed that one similar complaints have been filed against products from this batch number. Conclusion and measures / preventive measures: based upon the investigation results a clear root cause conclusion cannot be drawn. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigations results a CAPA is not necessary.